Event description:
I had allergan breast implants in (B)(6) 2009. The first few years I have suffered increasing fatigue and joint pain. Headaches, brain fog. The fatigue is so bad I have had to cut my hours at work to part time which I'm still struggling with. I spend a lot of time in bed and my social life is almost zero. Doctors couldn't find anything wrong and eventually diagnosed with me/cfs. Recently my white infection cells have been low. I'm (B)(6) now and since seeing a documentary about these implants I'm really concerned they might be the reason I'm so ill. I still have the implants in. Was tested for lyme which was negative. Will have it repeated in 2 months I don't know the figures. FDA safety report ID # (B)(4).